Event description:
It was reported the device only has one retaining screw holding it together. The device was returned to the manufacturer for calibration and repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found six case screws are missing. Upper case, lower case, and battery drawer are broken. Ring cover, side bail covers, ring, and side bails are missing. Battery release is contaminated, lead flex cover is corroded, battery contacts are compressed, keyboard is scratched, serial number label is torn, and encoder flex pads are not centered in the flex. (B)(4).